Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The alarm trace showed multiple premature liquid level detection hovering on assay rack pack errors. The field service engineer (fse) found a probe tip in the reagent bottle and replaced the reagent. The fse performed a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg+ss test system results for 1 patient sample on a cobas e 411 analyzer. The initial result was <5 miu/ml with flag. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 261.5 miu/ml with flag. The repeat result was deemed correct.